Event description:
It was reported the patient had the inflatable penile prosthesis removed due to right groin pain as the reservoir had migrated into the right groin area directly over the penis. The patient was also having difficulty inflating the device. A new inflatable penile prosthesis was implanted. No further patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis the reservoir was visually and microscopically inspected, and leak tested. No damages were found upon visual inspection. The reservoir passed leak testing. The cylinders were visually inspected and functionally tested; no leaks were found, and the cylinders performed within specification. The pump was visually inspected and underwent leak and functional testing. No leaks were found. The pump did not pass activation testing. Product analysis identified pump malfunction. The pump issues confirmed during analysis could have impacted device function. The device migration and the reported symptom of pain are known inherent risks of implant of these devices as noted in the instructions for use.

Event description:
It was reported the patient with this inflatable penile prosthesis experienced right groin pain due to reservoir had migrated into the right groin area directly over the penis. The patient was also having difficulty inflating the device. The device was explanted and replaced. No further patient complications were reported.